Event description:
It was reported that the customer received no delivery alarms. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. During the call, the spouse mentioned that the customer was hospitalized due to high blood glucose above 600mg/dl, and the customer was still at the hospital. It was mentioned that the customer was not wearing the device at time of her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.